Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B3 date of event- additional information. B5: describe event or problem - additional information. H2 type of follow up: additional information.

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).